Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9018772. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text: see section h.10.

Event description:
It was reported that a prn adapter loosened from the adapter. The following information was provided by the initial reporter: "on (B)(6) 2020, when the prn was used to seal the tube, it was found that the prn was not tightly connected, so replaced it immediately, and the treatment proceeded smoothly without causing any harm to the patient."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a prn adapter loosened from the adapter. The following information was provided by the initial reporter: "on (B)(6) 2020, when the prn was used to seal the tube, it was found that the prn was not tightly connected, so replaced it immediately, and the treatment proceeded smoothly without causing any harm to the patient."